Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible infection at the implant site. The patient was given antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) and antibacterial absorbable envelope remain in use. No further patient complications have been reported as a result of this event.